Manufacturer narrative:
The device was returned for analysis. The reported ¿device became stuck¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU deviation contributed to the reported difficulty. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device with a 7f sheath after an aortic stent interventional procedure. Reportedly, after the device was successfully deployed the lever was returned to its original position and the foot retracted; however, the device became stuck. The proglide device was wiggled and pulled from the anatomy for removal. No tissue damage occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The device came out of the anatomy as one single device. The proglide device was intentionally manipulated with and broken in half by the user outside of the patient anatomy. No additional information was provided.